Event description:
Additional information later received reported that the pump was used to deliver fentanyl, clonidine and bupivacaine.

Event description:
The hcp (healthcare professional) saw a motor stall and motor stall recovery message in the logs. No additional information was provided. Further follow-up is being conducted to obtain additional information regarding the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).